Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region #19 it was verified its non-osseointegration. Forty-five ncm of primary stability was achieved and immediate load was performed.